Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was double loading and one would go on the cystic artery and the other would fall out on unknown firings. It was also hard to rotate the device and made a strange noise when rotating. The second device did the exact same thing on unknown firings and was also hard to rotate and made a strange noise while rotating. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.